Manufacturer narrative:
To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a supplemental report will be submitted.

Event description:
Medtronic received a report where it was alleged that the tube developed a leak during patient use. It was reported that pre-testing was performed and no issues were identified. The information provided that extubation / reintubation of a replacement tube was performed. The patient is currently stable after the intubation. Follow up efforts are being made to gather additional information related to the reported event.

Manufacturer narrative:
The sample was received for analysis and the reported issue was confirmed. A inflation/deflation test was performed and the cuff def lated. A visual inspection was performed and it was observed cuff presents a small cut. If information is provided in the future, a supplemental report will be issued.